Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Pharmacist called in to complain that consumer returned the item to the store stating it ended up in two pieces and he would like to know what we can do if we can replace it or how we would go about doing that. Upon additional follow up determined we would mail out a replacement as well as a prepaid to return the defective unit.